Event description:
A customer reported to baxter (B)(4) of an interlink IV catheter extension set in which nurse observed blood leaking out from unknown location of the extension set. The parent of the patient notified nurse about blood being present on the patient's gown. PICC line was flushed and a leak was found from the extension set. The PICC was then clamped, covered with sterile gauze, and the IV nurse was notified. The IV nurse assessed and reportedly found the PICC line to be clotted. The physician was made aware of the situation and tpa was ordered. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. An actual sample was available at the plant for evaluation. Cut tubing inside of the winged female luer lock adapter was observed during visual inspection. A pressure test at 8psi was performed and the unit failed the test due to a leak by the cut in the tubing. Functional test was not performed since the condition was confirmed during the pressure test. The assignable root cause of the reported condition is unknown. Should additional relevant information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A batch review cannot be performed since there was no lot number provided. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.